Event description:
It was reported that during a da vinci-assisted gynecology myomectomy surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that after the procedure that there were issues in removing the force bipolar instrument from different arms. The instrument was removed with the trocar. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The instrument was removed with the trocar. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
Intuitive followed up and obtained additional information. They do not have any of the patient info besides that it was a female. In regard to the procedure itself and the instrument, the resident had trouble multiple times removing the instrument from the arm. At one point the coil of the internal instrument look frayed so we removed it and tagged it for use. There was no collision with other instruments. It was not on tissue when removed. A recoverable fault did get trigged when removing it off of the arm. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.